Manufacturer narrative:
The suspect device has been received but an evaluation is not completed; therefore, the relationship between this device and the cause of this event is undetermined.

Event description:
A trapezoid rx lithotripter compatible was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt in 2007. According to the complainant, while attempting to crush a stone, "the basket broke and left the tip of the basket and the stone in the biliary duct." A stent (device and manufacturer unk) was placed to aid in the drainage of the bile from eth duct until surgery was performed on two days later, to remove the stone and the basket tip. The pt's condition has been reported as "fine".